Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump had upgraded to a new pump because he got a compromised force sensor system alarm during the bolus. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised forced sensor system during the basic occlusion test due to loose/protruded drive support disk.